Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection with discomfort and pain. No adverse patient effects were reported. The ra lead was explanted.